Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced discomfort and a lack of efficacy. Impedance readings were greater than 4000 ohms. The pt had the device system replaced. Additional info was requested.